Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the device intermittently stopped ventillating. It is recommended to replace the compressor. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Mdr02 was submitted in error, please reference mdr01 for root cause evaluation.

Event description:
Complainant alleged that during biomed testing, the device's monitor displayed blank and the unit stopped ventilating. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.